Event description:
This report is being filed after the subsequent review of the following literature article, cousin, g.c.s.(2009). Wire-free fixation of jaw fractures. British journal of oral and maxillofacial surgeons 47:521-524. It is a (B)(4) article. The author summarized the surgical experience and clinical results of 151 successive patients treated by one experienced maxillofacial surgeon. Manual intraoperative reduction of some of the fractures was done during open reduction internal fixation (orif). Results included: a total of 150 successive patients had wire-free fixation of 146 mandibular and 5 maxillary fractures. Ninety-eight were hand-held in occlusion, and 52 were treated using rapid imf (synthes device). There were few complications. Patient had a diffuse soft tissue infection which arose at the right angle of the mandible. This was 3 months after. The patient was treated with antibiotics. This is report 2 of 7 (reportable) for (B)(4). This report is for an unknown quantity of unknown rapid imf.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown rapid imf/unknown quantity/unknown lots. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.